Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with mentor smooth round high profile 330cc saline prostheses experienced several unexplained systemic symptoms and right sided deflation post procedure. The feeling of mold in the lungs, fatigue, difficulty breathing, muscle aches, depression, and bilateral sagging were noted. The right implant seems to be deflated, as the implant can no longer be felt. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2022-00872 for contralateral prosthesis report.

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with mentor smooth round high profile 330cc saline prostheses experienced several unexplained systemic symptoms and right sided deflation post procedure. The feeling of mold in the lungs, fatigue, difficulty breathing, muscle aches, depression, and bilateral sagging were noted. The right implant seems to be deflated, as the implant can no longer be felt. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2022-00872 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).